Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011.according to the complainant, during preparation when the package was opened it was noted the tip of the forceps were broken. The procedure was completed with hospital supplied forceps.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during preparation when the package was opened it was noted the tip of the forceps were broken. The procedure was completed with hospital supplied forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during preparation when the package was opened it was noted the tip of the forceps were broken. The procedure was completed with hospital supplied forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed one prong of the hemostats to have broken off at the shoulder near the hinge. The broken prong was returned. The fracture surfaces presented a void in the material and other casting imperfections. Based on the event description and physical examination of this and other returned broken hemostats, the most probable root cause is supplier manufacturing. An investigation is ongoing related to this issue. A review of the device history record (DHR) was performed for lots 14599530 and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14599530.